Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump's buttons were sticking. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)